Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of an optease permanent vena cava filter. Additional information was received from the patient profile form that there was migration of the filter other than to the heart and the filter was embedded in the wall of the ivc. The device was removed via an abdominal procedure. The patient has mental anguish and pain due to the additional abdominal surgery. Additional medical records received indicate the patient¿s pre-operative diagnosis at filter placement was pulmonary embolism and inability to tolerate coagulation. The filter was positioned and deployed with the tip of the filter inferior to the renal veins. The filter was successfully removed approximately 2 months after placement. A wire was placed and negotiated in the inferior vena cava filter. Over the wire, the retrieval the 11 f retrieval sheath was placed into the ivc. An inferior vena cavagram was performed through the sheath, showing in place without any thrombus. The filter was retrieved using the lasso through the retrieval sheath.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis at filter placement was pulmonary embolism and inability to tolerate coagulation. The filter was positioned and deployed with the tip of the filter inferior to the renal veins. Per the patient profile form (ppf), there was migration of the filter and the filter was embedded in the wall of the ivc. The filter was successfully removed approximately 2 months after placement. An inferior vena cavagram was performed through the sheath, showing in place without any thrombus. The filter was retrieved using the lasso through the retrieval sheath. The patient has abdominal pain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received that the patient is on lifetime anticoagulation. No additional information is available at this time.